Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/pelvic floor. It was reported that they didn't realize until getting the therapy that they also suffered from urinary retention. Since the battery died, they had noticed return of retention symptoms. Patient said it's been about 5 years since they've seen anyone for their device. Agent pulled up physician listings and provided names of two doctors the patient hadn't seen before and were close enough for them to go see.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.